Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the issue was not resolved after changing the set. The blood glucose reading was 500 mg/dl. The customer treated with manual injection and declined troubleshooting for high blood glucose. Insulin did exit with a manual push, and the insulin pump did not alarm for no delivery. The insulin pump was not replaced or returned for analysis.